Event description:
The customer reported approximately three (3) milliliters of fluid leaked near line vl115 involving coulter lh slidemaker. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered a cut in tubing vl115 on sample access module. The fse replaced the tubing and performed multiple sample tests with no errors. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The customer has an exposure control management plan at the facility. (B)(4).